Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient lives in a nursing facility. On the day of the event, the patient¿s son was with the patient when she experienced diabetic ketoacidosis (dka). The son called 911. The patient was vomiting due to high blood sugar. The son was unaware of any issues with the cgm prior to the patient going dka. The patient was taken to the hospital where she was admitted to the intensive care unit. The patient was treated with insulin drip and was discharged after 9 days. At the time of the report, the patient was back at the nursing facility and was feeling better. There were not reported cgm or bg values for the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.